Event description:
Caller reported mobile blood glucose results of 371 mg/dl and 128 mg/dl within 10 minutes. Caller reported a separate comparison on the same system of 221 mg/dl and 70 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips.

Manufacturer narrative:
The event occurred in (B)(6).